Manufacturer narrative:
Manufacturing history review and lot specific complaint history review are not possible as lot identity is not available. A four-year complaint history review for all part numbers in the acpxxx slimplicity anterior cervical plate family did not identify a trend for reports of this nature. Engineering evaluation of the information provided noted that no evidence was found that suggests the product did not meet specifications. Root cause could not be determined. Screw loosening is a known risk of the procedure as the slimplicity acp instructions for use (IFU) lbl-IFU-005, states under potential adverse affects: "bending, loosening, fracture, disassembly, slippage and/or migration of the components".

Manufacturer narrative:
Although there was no patient injury reported. This issue was assessed as a reportable malfunction as this product has been the subject of a similar malfunction resulting in serious injury in the last two years. Investigation in process. A follow-up report will be submitted upon completion. Device remains implanted.

Event description:
It was reported that the simplicity anterior cervical plate, 3 level was implanted on an unknown date. During a six-month follow-up, radiographs show that at the distal level of the plate the locking rivet appears to be bent and/or broken and the screw has begun to back out. No revision is planned, the patient is reported to be asymptomatic at this time. The doctor will monitor the patient for signs of dysphasia.